Manufacturer narrative:
No device-related deaths or serious injuries were informed and there is no objective evidence of product malfuction. Investigation showed that the auto-reader was working correctly. However, as no further information was provided, we consider the positive readout may have been caused by an ineffective sterilization process or a biological indicator malfunction, which may cause the device to fail to perform its essential function and compromise the sterilization process monitoring effectiveness. This could contribute to delay patient treatment and, hence, to a serious injury if it were to recur.

Event description:
Sales representative reported malfunctioning of the autoreader incubator because of positive results obtained with the biological indicator after sterilization process in the vp4 equipment.